Event description:
During hospitalization, a cardiac catheterization was done demonstrating a tortuous abdominal aorta with two high grade lesions of the right coronary artery. The pt needed a percutaneous transluminal coronary angioplasty. On attempting to cannualate the artery from the right groin, with the 8 french jr 3.5 guiding catheter, on being turned into the right coronary orifice, split. Torque on the catheter was approx a 180 degree clockwise turn. Attempts were made to lasso the catheter to bring it down into the guiding sheath. The catheter was lassoed with a retrieval loop, but would not hold enough. A second catheter was advanced through the sheath to the ascending aorta. An exchange guide wire was advanced and looped around the right coronary artery catheter in the right coronary cusp. The loop was pulled down to the descending aorta. The catheter was then folded and pulled down to the introducer sheath and the introducer and catheters were pulled from the groin and direct pressure applied. A radiologist came into assist with the retrieval procedure. A surgeon stood by in the event he was needed. The pt had an add'l 4 hours of procedure fluro time and a total of 300 cc of contrast to accomplish retrieval. Required an arteriogram with repeat arteriogram the next day and return to ptca. On 6/5/97 the pt was returned to the cath lab procedure room and the pts left brachial artery was accessed to do the angioplasty without further difficulties. The pt did have a small hematoma formed in the right groin. The pt did have difficulties with her right leg with trouble walking. The pt was discharged to her daughter's house.